Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed high out-of-range (oor) shock lead impedance measurement of more than 200 ohms which was detected in the patient remote monitoring system. There was no report of oversensing. The physician had performed a non-invasive programmed stimulation (nips) during changeout and the result was at 64 ohms. The patient was brought in for a coil to can configuration and same result was taken. However, with triad configuration result was out-of-range (oor). Boston scientific technical services (ts) further discussed about troubleshooting and the field representative will talk to the physician regarding the event. No issues with the patient reported. Additional information received stated that shock configuration was change from triad to rv distal to can and nips was again conducted which came back with a result of normal range. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.